Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was noted that the drilled tip was caused by the cutter device being improperly loaded into the attachment device and then installed onto the drill device, the cutter device did not seat properly in the locking chamber. It was further noted that the attachment device could be forced into position which placed the distal tip of the cutter device in compression and at that point, the tip of the cutter device was is in direct contact with the neuro tip of the attachment device. When the drill device was started, the cutter device drilled into the neuro tip. The device came apart because the loctite failed. The assignable root cause for the loctite failure was due to normal wear over and the damaged neuro tip was user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the craniotome device was "down." During an in-house engineering evaluation, it was observed that the device had a drilled tip and the threaded tube came apart from the nose cone. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.